Manufacturer narrative:
According to the field, the ra lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a check-up one day post-implant, this right atrial (ra) lead had exhibited loss of capture and high threshold measurements. An x-ray taken showed the ra lead had dislodged. Surgical intervention was performed and the ra lead was repositioned but the measurements were not acceptable so the physician decided to explant and replace the lead. There were no additional adverse patient effects reported.